Event description:
The customer (biomed) reported that the users reported to him that the device would not switch on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer (biomed) reported that the users reported to him that the device would not switch on. There was no reported patient involvement. The biomed was unable to reproduce the reported symptom, and chose not to send the device in to philips for evaluation. Based on the customer's report we are considering this a malfunction but cannot determine the cause because the device was not evaluated by philips.